Manufacturer narrative:
Omit : b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that module did not alarm for air-in-line during infusion of lactated ringers (1000ml). Programmed rate was 75ml/hr with a volume to be infused (vtbi) of 500ml. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that module did not alarm for air-in-line during infusion of lactated ringers (1000ml). Programmed rate was 75ml/hr with a volume to be infused (vtbi) of 500ml. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction: unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field.

Event description:
It was reported that module did not alarm for air-in-line during infusion of lactated ringers (1000ml). Programmed rate was 75ml/hr with a volume to be infused (vtbi) of 500ml. There was patient involvement but no patient harm.